Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The device took the pain away from the patient's back and legs. Every now and again the patient would get a bee sting near the implant. This started a few weeks ago. No falls or traumas were noted. It did not matter what the patient was doing; he was feeling the stinging. This would happen about half a dozen times per day. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 355531, lot# n382578, product type screening device; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).